Manufacturer narrative:
Patient specifics with regard to age and gender were not provided. The patient was referred to an oral surgeon. The oral surgeon extracted the portion of the screw. To date, the patient is doing fine. The product involved in the alleged incident has not been returned. The lot number 112911 has been identified as an affective lot which is part of an ongoing vector tas recall; therefore, no further evaluations are necessary.

Event description:
A doctor alleged that one (1) vectortas 8mm mini screw had broken at the gum level during placement.